Event description:
It was reported that after the patient underwent a procedure due to a therapy upgrade, this right ventricular (rv) lead was examined and it presented high impedance measurements, which was attributed to a fracture. When attempted to remove this lead, its helix would not retract so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.